Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the stapler failed to deploy which resulted in a coloanal anastomosis as opposed to a stoked ultra low. Suturing as a staple line replacement was done to resolve the issue. It was noted that the patient was hospitalized and an additional surgery was done.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the jaw closed smoothly, the pin slide advanced fully, and the handle actuated smoothly into pre-clamped and clamped positions. The jaw opened, handle unlocked, and pin slide retracted when black release button was depressed. Acceptable staple formation was observed on test media. It was reported that the staples did not deploy. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when attempting to fire with excessive bodily fluids built up inside and around the sulu preventing proper function of the instrument causing an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a stapled ultra low anterior resection, the surgeon completed the first full squeeze of the handle and it returned to open position ready for the second squeeze. The user noted that the first squeeze felt normal. The doctor then completed the second squeeze to deploy the staples however the second squeeze felt different and did not have the same force as the first. The staples failed to deploy which resulted in a coloanal anastomosis as opposed to a stoked ultra low. The anastomosis was performed at the same area of tissue so there was no unanticipated tissue loss. Suturing as a staple line replacement was done to resolve the issue. It was noted that the patient was hospitalized slightly longer than expected and an additional surgery was done. It was also noted that 40 minutes was added to the procedure as a result of the incident.